Event description:
Patient's family member reports in 2002 the patient dialyzed at facility on "new equipment". Following this treatment the patient complained of feeling exhausted, difficulty swallowing and trouble eating. 3 days later the patient was dialyzed at facility and complained of feeling extremely tired following the treatment. The patient then dialyzed at an alternate clinic. It is unknown if the patient had complained of feeling tired after these treatments. It was reported that the patient returned to facility. (Unclear if patient experienced lethargy). The patient was hospitalized complaining of lethargy, pain in their abdomen and side, and a bladder infection. It was noted that the patient's catheter specimen contained red and white blood cells. It was also noted that the patient has "heart problems" and lab work showed high levels of calcium and magnesium. Per facility ceo, the patient's physician feels the patient's symptoms are not related to the dialysis treatment or the products used in conjunction with treatment, but rather the patient's underlying medical conditions including hyperkalemia and depression. It was reported patient remains hospitalized.